Manufacturer narrative:
One (1) unknown tsv implant was returned for investigation. Visual evaluation of the as returned product identified the implant with broken collar, dried bone and damage to the threads from trephine removal. Implant identified as part of tsv zimmer family. Device was approximately 10mm l and 4.7mm w with machined collar and screw vent . Unable to determine if implant had ha coating due to removal damage and dried bone along the implant body. Therefore device updated to unknown tsv implant with no objective evidence to differentiate the implant between tsvwb10 or tsvwh10. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per unknown low bone density type. The reported device was located on tooth # 19 (universal) and was used for approximately 6 years. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant had fractured on the mesial, removed was implant and placed a bone graft. Bone loss was reported. Tooth#19.